Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in a severely calcified artery. The physician advanced the 1.5x20mm maverick2 balloon to the lesion and inflated it to less than 8atms for a few seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 1.5x20mm maverick balloon and the deployment of a taxus liberte stent. Pt status is reported as "left hospital the next day".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.